Event description:
A malfunction of the pump was reported by the customer, but there were no notable events prior to the malfunction. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Technical support decided to replace the pump, and the customer will use multiple daily injections as a backup therapy to ensure continuous insulin delivery. Instructions on how to put the pump into storage mode and the steps to take upon receiving the replacement pump were provided to the customer. The customer was asked to return the faulty pump using a pre-paid return label within 10 days.